Event description:
It was reported that the device had a clutch/travel error, and the top handle was broken off base. The event occurred when tunning it on for use. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the top case chipped in the front corners, the handle broken off on the left side, the right plunger case was cracked, and bottom case was cracked. There were no alarms in the event history log pertaining to the reported issue. Functional testing was unable to replicate the reported travel error. The root cause of the travel error was unable to be determined; the root cause of the reported damage was determined to be the pump was dropped or mishandled by the customer. The top case was replaced, the device was cleaned, greased and calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.